Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that the patient feels pump is not functioning correctly and has had high blood glucose levels ( between 250 and 500 mg/dl) with polyuria and polydipsia due to multiple occlusions. The patient required no unusual treatment. During troubleshooting, customer support determined that the patient was using the cartridges and infusion sets per IFU. This complaint is being reported as the patient experienced hyperglycemia and the occlusion issue was not resolved.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 7/23/15. Device evaluation: the device has been returned and evaluated by product analysis on 07/09/2015 with the following findings: multiple occlusion alarms observed in the black box; the force at time of occlusions is high. Black box show an occlusion alarm due to high force on 2015-05-26 08:44; deliveries resumed at 2015-05-26 17:23 rewind, load cartridge, and prime steps performed successfully with no alarms. Force sensor calibration test confirmed sensor is detecting correct force. Pump exercised for 24 hours with no occlusions occurring. The tdd¿s add up correctly and reflect the users programmed basal rates. Pump passed delivery accuracy test and was found to be delivering accurately and within range.